Manufacturer narrative:
Pump received with no act button response due to corroded keypad traces. No button error alarm during testing. Unable to perform the displacement test, verify frozen display, or verify battery out limit alarm due to no button response. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. Pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, and scratched reservoir tube window.

Event description:
The customer reported via phone call that the insulin pump display screen is frozen and the keypad buttons are not responsive. Customer also indicated that a battery out limit was received. Customer indicated that the pump got wet and this is what led to the errors. Customer's blood glucose was unknown at the time of incident. Troubleshooting was done for errors but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.